Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.'' If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the in.pact pacific drug eluting pta balloon catheter. Survey results from a vascular surgeon in practice 5 years. Physician has been using medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter since 2018, using a total of 50 in the last year during percutaneous transluminal angioplasty (pta) procedures, in patients with obstructive disease of peripheral arteries. During use of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter, balloon rupture is reported to have occurred in 2 patients due to sharp plaque and was deemed associated with the use of the device (not related to the paclitaxel drug coating). No complications were reported to be associated with the paclitaxel drug coating.